Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver the bolus requested. The customer's blood glucose (bg) level was 560 mg/dl. Customer declined to provide further information or undergo troubleshooting.